Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c1623263 involved in this complaint device was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 24th october 2019. Flexor (clear section) was found to be broken at zip port distal to joint. Flexor was found to be kinked measuring approximately 102 cm from the handle. Both failures are related. Therefore, following the laboratory evaluation additional information was requested to confirm if kink was observed during the procedure: "the kink flexor was observed during the procedure." Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot numberc1623263 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1623263; upon review of complaints this failure mode has not occurred previously with this lot #c1623263. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy which could lead to a stent deployment difficulties. Its possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break at zip port distal to joint. The customer confirmed that they felt resistance when passing the wireguide through then yes that would suggest a very tight stricture. This tight stricture may have caused the kink on the device therefore affecting the release of the stent. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent could not be released. "As per complaint form": the stent couldn't be released. The catheter is ruptured.